Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during a device replacement procedure a fracture was noted on this right atrial lead. The lead was removed ten days after the initial finding due to difficulty removing the lead initially after discovering the fracture. The lead will not be returned. No adverse patient effects were reported following the procedure.